Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. At the time of the call with tandem technical support(cts), customer was unable to reset the pump. Multiple follow up attempts were performed by cts, however, customer did not respond.